Event description:
It was reported that an animal underwent an animal surgery on (B)(6) 2025 and suture was used. It was reported during 7 surgeries: male dog castrations, female cat oophorectomy, female dog oophorectomy. It was not specified how many surgeries per type of surgery. The veterinarian observed for each of the 7 threads that he used a loosening by doing the muscular overjet of each operated animal without exerting excessive tension. According to the veterinarian, for each of the 7 threads, over the two millimeters after crimping the needle, the thread thickness was halved. The 7 surgeries were performed using each time another wire of another reference without affecting animals to date. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the complaints (B)(4) are linked. - do you have any photos available for visual analysis? - what was the appearance of the suture during the removal? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.